Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete while not using the pump. When the customer attempted to charge the pump it was reported that the pump would not charge despite the attempt of multiple cables. There was no patient involvement as the customer was not using the pump at the time of the reported event. It was indicated that the customer had manual injections as alternate insulin therapy.